Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2011, patient referred a doctor due to history of moderate back pain. Patient was told that the discs in her neck were broken, and that is what was causing her pain. On (B)(6) 2011, the patient underwent surgery on l4-5 and l5-s1. The patient was implanted with rhbmp-2/acs. Post-op, patient's pain was much worse than prior to undergoing surgery. Patient alleged to experience a strange irritating sensation in her legs that was not present prior to undergoing surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal surgical procedure using rhbmp-2/acs. Reportedly, the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.